Manufacturer narrative:
Follow-up # 1 date of submission 7/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 6/22/2016 with the following findings: during visual inspection of the pump, it was observed that there was there was moisture damage found on the display and behind the display lens. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was evidence of moisture damage in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump as opened and there was moisture damage found on printed circuit board (pcb) and the cgm board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging moisture evident behind the display screen. The reporter confirmed that there was no known physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.